Event description:
Material no.: 302995, batch no.: unknown. It was reported that during use of the bd syringe luer-lok¿ tip the stopper disconnected from the plunger. The following information was provided by the initial reporter: 1cc syringes, #302995, in which the black stopper has become disconnected from the plunger.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, but we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: 302995 batch no.: unknown. It was reported that during use of the bd syringe luer-lok¿ tip the stopper disconnected from the plunger. The following information was provided by the initial reporter: 1cc syringes, #302995, in which the black stopper has become disconnected from the plunger.